Manufacturer narrative:
This report is submitted on april 05, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 29, 2024.